Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed noise oversensed on the right atrial lead, leading to inappropriate automatic mode switch for a short duration. The noise was reproducible with isometrics. The patient was in stable condition with no symptoms and would continue to be monitored.